Event description:
It was reported that bd insyte autog bc leaked at the catheter/hub junction. The following information was provided by the initial reporter: a batch of peripheral IV catheters were found leaking where the hub meets the catheter.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed and this is the 1st related complaint reported with leakage at catheter junction lot #4101327 regarding item 382533. The DHR for lot 4101327 was reviewed. Subassembly lot 4101327 material 700pros33 was built and package on afa line 13 from 12apr2024 through 17apr2024 for a total quantity of 528,000. No related quality issues or process deviations were found. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.